Event description:
It was reported that a patient with this right ventricular (rv) lead experienced a syncopal episode and was admitted to the hospital. Review of the rv channel noted loss of capture and high threshold measurements. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported. This rv lead is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a patient with this right ventricular (rv) lead experienced a syncopal episode and was admitted to the hospital. Review of the rv channel noted loss of capture and high threshold measurements. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.